Manufacturer narrative:
The pump has been returned and evaluated by product analysis on 12/23/2013 with the following findings: a review of the pump¿s history showed several unconfirmed auto-off alarms. The basal history review showed several basal rates matching the times when the delivery was resumed from the unconfirmed alarms; on (B)(6) 2013 an auto-off alarm was unconfirmed from 7:30am to 09:24am, basal history shows a zero basal program on (B)(6) 2013 at 09:24. During testing, the pump powered on normally and was paired with a test meter. The pump was tested for 24 hours successfully. An auto-off alarm was set for one hour; the pump alarmed after exactly 1 hour. The alarm went unconfirmed for 39 hours and then resumed; the basal history recorded 0 basal program at the time the delivery was resumed on (B)(6) 2013 at 5:51. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
On (B)(6) 2013, the reporter contacted animas, alleging their device did not properly record a 0.0 unit basal rate while their pump was alarming before it shut down. The reporter alleged that their pump alarmed through the night and eventually shut down, but there was no history recorded during this time. This complaint is being reported because the pump is supposed to keep a basal rate history through such alarms and the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas at the time of this report. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.